Event description:
A malfunction was reported on the customer's pump, and it was confirmed that no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.